Event description:
A report was received that the patient¿s leads showed high impedances. The patient underwent a procedure were the leads and ipg were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient¿s leads showed high impedances. The patient underwent a procedure were the leads and ipg were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason patient's ipg was also replaced was because of physician preference to provide more coverage.

Manufacturer narrative:
Sc-2218-50 (sn (B)(4)) device evaluation indicated that the lead passed visual test performed. The complaint has been confirmed. X-ray inspection revealed that electrodes # 2 and 3 of the distal end has a fractured cable right at the weld nugget. Review of the device history record didn¿t reveal any anomaly. The root cause of lead fracture was unknown. Sc-2218-50 (sn (B)(4)) the complaint was confirmed. The lead failed impedance tests at contact #3 and 4. Visual inspection revealed that the lead proximal end is fractured between contacts # 3 and 4. X-ray inspection confirmed that the cables #3 and 4 were fractured. Sc-3138-35 (sn (B)(4)) device evaluation indicated that the splitter passed visual, electrical, photographic and mechanical tests performed. The complaint was not confirmed. The lead passed all cis testing. The lead exhibits normal device characteristics. Sc-3138-35 (sn (B)(4)) device evaluation indicated that the splitter passed visual test performed. The complaint has been confirmed. High resistance readings were registered at contacts 7 and 8. X-ray inspection found broken cable wires at the spring contacts # 7 and 8. Review of the device history record didn¿t reveal any anomaly. The root cause of lead fracture is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator. Model#: sc-3138-35, serial #:(B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient¿s leads showed high impedances. The patient underwent a procedure were the leads and ipg were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.